Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 1560 mg/dl. A bolus was delivered to address bg. Due to the elevated bg, customer experienced a heart attack. Customer was admitted to the hospital and intravenous insulin/fluids were administered. Elevated bg was resolved. Contact alleged the pump was not delivering insulin properly; however, as the contact did not have the pump at the time of the report, pump history review or system check could not be performed. Multiple attempts by tandem technical support were made to obtain additional information; customer did not reply. Tandem clinical diabetes specialist reported that no specific alerts/alarms or potential causes of insulin delivery issues were reported. Customer was discharged on (B)(6) 2018.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.